Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level with trace ketones, (specific bg value not provided); cause was unknown. A correction bolus was delivered by manual injection to address bg. Customer continued to use the pump for insulin therapy.